Event description:
It was reported that a homechoice automated pd set with cassette had air in the patient line, which occurred during use in the initial drain. The home patient (hp) stated that there were some small air bubbles in the patient line. The technical service representative (tsr) assisted the hp in ending the therapy and advised the hp to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.